Manufacturer narrative:
Initial reporter facility name - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a titanium adapter was ¿broken¿. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: none (previously submitted as unknown). Correction made to b5: there was no patient involvement (previously submitted as there was no report of patient injury or medical intervention associated with this event) additional information was added to d9, h3, h6 and h10. The sample was received for evaluation. A visual inspection with the naked eye noted the pouch was over labelled with a chinese text label indicating that the product was repacked and relabeled in china. There was a slit (approximately 2mm) on the front of the pouch. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and the photograph showed the front of a pouch over labelled with a chinese text label indicating that the product was repacked and relabeled in china. It is not possible to determine if the package is broken or damaged based on the evaluation of the photograph. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.